Event description:
Customer reported that she had unexplained high blood glucose and dka, went to the emergency room were she was treated and released. Customer blood glucose reading at the time of the emergency room visit was 383 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.